Event description:
A codman penfield dissector broke during surgery in the pt. The surgeon inserted the tip of the instrument underneath the spine and used it as a lever, causing the breakage. A second surgery was required to remove the broken piece and the pt is doing well now".